Manufacturer narrative:
This report is being supplemented to provide additional information (h10) and corrected data (h10) regarding the reported event. Additional information received from the customer clarified this event was previously reported under MFR. Report #s: 8010047-2020-04152, 8010047-2020-04155 , 8010047-2020-04156, 8010047-2020-04157, 8010047-2020-04158, 8010047-2020-04159, 8010047-2020-04160, 8010047-2020-04857, 8010047-2020-04858. Therefore, this MFR. Report is a duplicate and no longer reportable.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00479.

Event description:
It was reported the device is dirty [sic] and has caused patient infection. Although requested, additional information has not been received.